Event description:
A minimum fill notification was reported by the caller. The customer's blood glucose level remained between 54-500 mg/dl, and no further questions about blood glucose were required. The caller initially attempted to reload the original cartridge; however, this did not resolve the issue. Technical support then guided the caller in filling and loading a new cartridge onto the pump using the proper technique, which successfully resolved the problem, allowing the customer to resume insulin delivery.